Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for complete heart block. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained with the patient information and initial reporter.

Manufacturer narrative:
Additional information was received indicating that the correct notify date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.